Manufacturer narrative:
(B)(4). The actual sample was not received for evaluation so the reported problem could not be confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. (B)(4). A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.

Event description:
This is a report received by baxter (B)(4) on (B)(6) 2008 from a pharmacist who observed a white precipitation with accusol during patient use after the pre and post dilution pump. This happened with one pouch; they have only one patient under accusol treatment. No clinical impact on the patient and/or user was reported.